Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was in the proximal right coronary artery (rca). The physician attempted to reach the lesion with a 3.50 x 16 mm taxus express2 drug eluting stent. However, the physician experienced difficulty pushing the stent forward. Consequently, the stent did not reach the lesion and was never deployed. Upon removal of the taxus stent from the pt's body it was noted that the strut was bent. The procedure was successfully completed with another 3.50 x 16 mm taxus express2 drug eluting stent. No pt complications or injuries were reported. Patient status is reported as 'satisfactory/good'.